Event description:
Patient came in to purchase a few more syringes for his estradiol injection. He stated that some of the syringes (with the orange tip) flew off/popped off when he was injecting medication. This last time it happened, he stated he was concerned because he could not find the actual needle and he thought it went into his leg, so he went to the hospital. They did some x-rays and saw no needle, so he was relieved.